Event description:
There were two different emergent procedures where during injection of contrast, the microcatheter ruptured at the base of the hub. Both devices were from the same lot number. The device failures caused serious delays while having to reaccess tortuous anatomy.